Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a sinus infection and every time that he sneezed, the stimulator would give him a jolt, so he stopped using it. The patient had been experiencing the jolting sensation since the day of the implant on (B)(6) 2015. The patient lowered it so that the sensation wouldn't be too bad. The jolting had not resolved and the patient still feels it when he sneezes, coughs, or laughs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.